Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the scope connecter failure is a strong impact to the connector. The instructions for use (IFU) states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The scope socket was broken and missing parts. The evaluation also found a non-olympus bulb with 500 hours and a faded front caution label. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the scope connector of the evis exera iii xenon light source was broken prior to use. Per the customer the scope would not go into the front scope connector and it looked as if a piece was broken off inside the connector. No patient harm or impact to patient care was reported.